Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b5, d8, g2 (correcting initial report), h6: clinical codes, medical device problem codes, component code, types of investigation and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial total knee arthroplasty. Subsequently, 3 years, 9 months later, the patient underwent a left knee revision of the tibial insert due to polyethylene wear. It was reported via legal documentation the insert was discolored, fractured with pitting and delamination. Additionally, it was reported via legal documentation, the patient continues to experience pain, discomfort, ambulatory difficulties, balance issues, component part loosening tissue and bone loss. No additional information is available.

Event description:
As reported, approximately 4 years post op the initial left tka, this 77 y/o female patient had a poly exchange, old implant removed, new implant implanted. Patient was revised to exactech implants. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Device is not returning, hospital would not release implant. New information 13 oct 22: representative stated revision dur to poly recall. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 4 years post op the initial left tka, this 77 y/o female patient had a poly exchange, old implant removed, new implant implanted. Patient was revised to exactech implants. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Device is not returning, hospital would not release implant. New information 13 oct 22: representative stated revision dur to poly recall. No additional information.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (h3) the revision reported was likely the result of prosthesis wear. Contributing factors to the severity of the wear on the tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for evaluation. (H6) component code: 734, bearings; type of investigation: 4114, device not returned, 4109, historical data analysis; investigation findings: 4243, packaging materials problem, 140, wear problem; investigation conclusions: 22, known inherent risk of device.

Event description:
As reported, approximately 4 years post op the initial left tka, this 77 y/o female patient had a poly exchange, old implant removed, new implant implanted. No breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is not returning, hospital would not release implant.

Manufacturer narrative:
Device evaluated by manufacturer: pending evaluation . Concomitant device(s): 02-010-03-0210, logic cr femoral cem, left sz 1, sn: (B)(4). 02-012-45-1010, lgc tibial fit tray cem sz 1f / 1t, sn: (B)(4). 200-02-29, three peg patella 29mm, sn: (B)(4).